Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Initially, the customer attempted to reload the cartridge independently but continued experiencing the issue. Technical support guided the caller through the process of filling and loading a new cartridge correctly, which resolved the problem, and the caller was able to resume insulin delivery successfully.